Event description:
The customer reported false positive troponin I (access accutni) results, for three patients, involving the unicel dxc 600i synchron access clinical system. The erroneous results were released out of the laboratory and questioned by the physician. There was no report of patient consequence or change in patient treatment associated with this event. The customer discontinued use of the instrument. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) indicated preventive maintenance (pm) was performed on (B)(4) 2012 and was within specifications. The fse was unable to observe any hardware issues. The fse replaced the wash valve and precision valve manifold/ housing as suggested by beckman coulter customer support; instrument operation was acceptable. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2012-01940.